Manufacturer narrative:
The device history record (DHR) for lot 622921 indicates that there were no defects found in 694 physical samples inspected from the lot. There were no non-conformance reports (ncr)s issued against this lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no changes to the process or material related to the reported condition for this product in the 12 months prior to the production date. A review of process monitoring data was conducted and there were no issues related to the reported condition. A review of the machine setup was conducted and there were no issues. The equipment was reviewed for malfunctions or issues that could have contributed to the reported condition, but no such issues were observed during the review. There were no samples submitted with this complaint. The reported condition could not be confirmed without a sample to evaluate. The exact root cause of the reported condition could not be determined without an actual sample to examine. There is insufficient information available to determine a most likely root cause, however user error ¿ improper shield activation could not be discarded as a potential root cause without a sample to evaluate. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for shield stalling/lock failure. The product met all defined acceptance requirements and was released. Based on the investigation and root cause analysis, the initiation of a formal corrective and preventative action (CAPA) is not required. The condition was potentially a result of user error. It¿s recommended the user consult the instructions for use included with the product for guidance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 06/21/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states that when the physician was pressing to lock the safety mechanism, the needle did not advance to lock. The physician attempted 3x with resistance, on the third attempt, the needle appeared to bend and it came through the opening on the top of the safety lock. This occurred after the patient received the injection, and the physician was locking the needle. There was no injury as a results of this incident.